Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue with the battery compartment being cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: during investigation, the date of the report was overwritten with no evidence of a short battery life issue. The battery compartment was observed to be cracked. The returned battery cap was able to fit securely. The ez-prime steps were performed correctly with all readings within specification. Unrelated to the original complaint, there was moisture corrosion observed in the battery canister and on the battery cap. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and there was no further moisture ingress or intermittent condition found to the power printed circuit board or the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).